Event description:
It was reported that during the holmium laser enucleation of the prostate (holep) procedure for the treatment of benign prostatic hyperplasia, the fiber broke during its first use. The procedure was completed using another fiber without any patient complications.